Event description:
Customer reported occlusion alarms that could not be verified in pump history, and stated they experienced this issue multiple times over the last four years, however, this was the first report to tandem and customer could not specify specific dates. Each event resulted in high blood glucose readings exceeding 500 mg/dl. Reportedly, customer addressed high blood glucose episodes by administering correction bolus via pump. To resolve occlusion events, customer changed infusion set and cartridge, and resumed insulin therapy. There was no reported third-party assistance needed, and customer declined additional help despite experiencing recurring occlusion issues.